Event description:
On (B)(6) 2022, alert for rv (right ventricular) tip to rv coil lead impedance low oor (out of range). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).